Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and the inner insulation had a depression breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead fracture was suspected. Both low and high impedances were noted. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.